Event description:
It was reported that the customer experienced damage to the tandem mobi pump when they fell and landed on it, resulting in a cracked pump housing and an inability to use the pump for insulin delivery. The customer's blood glucose level was displayed as "high," leading to corrective action through a manual injection. There was no severe adverse impact to the customer¿s blood glucose level since assistance was normal and the customer was not incapacitated. Technical support agreed to replace the pump, and a new unit with updated software was sent. Instructions were provided for the return of the damaged pump and steps for using the replacement.